Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10/3.00 flextome cutting balloon was selected for a percutaneous coronary intervention. During the procedure, the balloon ruptured at a nominal pressure. The catheter was fully removed from the patient. The procedure was completed with an emerge balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found multiple kinks in the hypotube. A kink was also located at the transition between hypotube and the midshaft. This damage is consistent with excessive force having been applied to the shaft during use. An examination of the balloon found no tears or damage. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. The balloon was deflated and inflated on three more occasions, to its rated burst pressure, with no leaks noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10/3.00 flextome¿ cutting balloon¿ was selected for a percutaneous coronary intervention. During the procedure, the balloon ruptured at a nominal pressure. The catheter was fully removed from the patient. The procedure was completed with an emerge balloon catheter. No patient complications were reported and the patient status was good.